Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a sticky liquid causing the latch to stay in open position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail is not latching. The bed was located at the account in sicu. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).